Event description:
It is reported that a customer stated that their insulin pump reads that the customer had no insulin left when in fact it had just delivered 9 units of insulin. The patient's blood glucose level was at 144 mg/dl. The customer was informed that the pump is designed to keep 15-20 units of insulin for safety to be able to get somewhere to change the set. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.